Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
A 5mm spiderfx was used in a procedure. When it was time to retrieve the spider, a piece of metal was noticed in the blue retrieval end of the spider catheter and the catheter was not used. The spider was retrieved using a trailblazer catheter. No injury to patient reported. Evaluation of the returned device on september 15, 2015 found that a small portion of the spiderfx recovery catheter distal end was returned. The distal tip of the spiderfx blue recovery end of the duel ended catheter exhibited extensive damage that exposed the distal tip radiopaque marker band. The rest of the device was not returned for evaluation.